Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26mm sapien 3 valve, the valve was stuck and could not advance through the non-expandable portion of the esheath+. The entire system was withdrawn, and a new esheath+ was inserted. There was no damage to the esheath+ noted upon removal of the devices. A new system was prepped. The delivery system with valve was able to advance with no issues. The valve was implanted successfully with no complications. An external iliac perforation was noted after the esheath+ was withdrawn. The perforation was repaired with a covered stent with good outcome.

Manufacturer narrative:
The investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided for review. There was tortuosity present in the patient's access vessel and the delivery system with valve was noted to be stuck in the esheath+. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Per the IFU/training manuals, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for inability to advance delivery system with valve through the esheath+ was confirmed through device imagery. A manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, 'the valve was stuck and could not advance through the non-expandable portion of the esheath+. The entire system was withdrawn, and a new esheath+ was inserted.' Per the IFU/training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Imagery review of the patient's anatomy shows tortuosity was present in the access vessel. Tortuosity can induce non-coaxial alignment between the devices, which can lead to friction and increased contact between the delivery system with crimped valve and sheath inner lumen. In this case, available information suggests that patient factors (tortuosity) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous CAPA was initiated to improve activities regarding insertion of the delivery system with valve through the sheath resulting in high push force. Since this event occurred after correction actions were implemented, a product risk assessment (pra) was performed and found the control limits have not been exceeded. Therefore, no further action is required.